Event description:
The customer sent the device in for service. This device failed accuracy testing during service. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.